Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and /or require intervention include but are not limited to aneurysm enlargement. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms.

Event description:
The following information was reported to gore: on (B)(6) 2017, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses as legs and an endurant. On (B)(6) 2022, a reintervention to place gore® excluder® iliac branch endoprostheses to treat a dilation of the right common iliac artery was performed successfully. Reportedly, the iliac artery was not healthy and it may have caused a dilation. The patient tolerated the procedure.